Event description:
Received mentor saline breast implants under the muscle in 2005 and have experienced many debilitating side effects from this since 2008. I have experienced many debilitating side effects from this since 2008. I have experienced chronic fatigue, joint and muscle pain, "consistent" sinus issues, breathing issues, hair loss, chest and breast pain, hot/cold intolerance, night sweats, metallic taste in mouth, flaky dry skin, dry eyes, brain fog, memory issues, allergies, ibs, constant yeast infections, and food intolerances, and food intolerances! These have caused a profound negative impact on my physical and mental health and minimized my quality of life! I was not informed of these side effects at implant and was advised that these implants were good for a lifetime (not replaced every 10 yrs). It absolutely disgust me that implant manufacturer¿s have been allowed to continue producing these deadly toxic bags without providing the proper evidence of their required studies and testing that the FDA requested and required. Even more frustrating is the fact that the FDA, who we are ¿suppose¿ to trust is allowing them to continue utilizing deadly products on consumers without providing the appropriate possible side effects and proof of safety. FDA safety report ID # (B)(4).